Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify sensor related alarms due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received with stained and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the sensor had calibration not accepted alarm and changer sensor alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was unable to run test on transmitter. The insulin pump will be returned for analysis.